Event description:
It was reported that the asymptomatic patient presented in clinic after receiving appropriate high voltage therapy for a vt event. Review of the event showed that the device had inappropriately abandoned a high voltage therapy during a vt event due to undersensing on the ventricular channel. Programming changes were recommended and the device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.